Event description:
The rptr stated the surgeon inserted a aq2015a silicone aspheric three piece lens. The surgeon noted after implantation of lens that the lens split down the middle of the lens. The lens was removed with no injury to the pt. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Eval codes: results (other): visual inspection of the returned product found the lens optic is torn. There was evidence of reddish residual on lens surface. Conclusion - (other): an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).